Event description:
It was reported that on (B)(6) 2010, the pt had 1 promus stent implanted in the proximal circumflex and 1 promus stent implanted in the proximal right coronary artery (rca). The lesion in the rca was 80% stenosed, non calcified, non tortuous and was a b1 uncomplicated lesion. On (B)(6) 2010, the pt was rehospitalized for myocardial infarction and had 3 promus stents implanted in the rca; 2 were placed distally (75% stenosed lesion) and 1 was placed proximally (75% stenosed lesion). The lesion in the proximal rca was not noted to be in stent restenosis, but had 75% stenosis located just proximal to the previously placed proximal stent. Following treatment, residual stenosis was 0% and the pt was discharged on (B)(6) 2010. It was also noted that the pt was dismissed from the study at this time as well. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up will be submitted with any relevant info.